Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-03471 / 03473). Device remains implanted.

Event description:
A right knee revision procedure has been indicated due to unknown reasons.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Concomitant products: catalog #: 150478, oss poly lock pin, lot # 372750. Catalog #: 150478, oss poly lock pin, lot # 233570. Catalog #: 150476, oss poly tibial bushing, lot # 336790. Catalog #: 150470, oss 15cm diaphyseal segment, lot # 583090. Catalog #: 150444, oss cmntd prox tib stem 9 x150, lot # 296760. Catalog #: 0014001, gentamicin bone cement, lot # 71794257. Catalog #: 178556, cps short anchor plug, lot # 223410. Catalog #: 178369, cps lg sht spdl w pins, lot # 996140. Catalog #: 150477, oss poly femoral bushing, lot # 277400. Catalog #: 178540, cps centering sleeve 1, lot # 047080. Catalog #: 178528, cps transverse pin 6pk, lot # 494530. Catalog #: 150483, oss segmental stacking, lot # 542350. Catalog #: 150480, oss axle, lot # 879150. Catalog #: 178512, cps nut, lot # 751870. Catalog #: 150354, oss 7cm segmental femoral, lot # 611160. Catalog #: 178711, cps/oss 5cm tpr adaptor, lot # 751910. Catalog #: 150419, oss non-mod tib plate, lot # 379660. Catalog #: 150493, oss reinforced yoke, lot # 548590.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent a right knee revision approximately two years post-implantation due to limb shortening resulting from multiple procedures.